Event description:
The user reported that the roller clamp would not stop the fluid flow. No harm or injury was reported.

Manufacturer narrative:
Device eval - the suspect device has not been returned for eval. The user did not indicate if this was the initial use of the device. A f/u report will be submitted when the eval has been completed.